Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited migration. After three years of implant procedure, the patient reported experiencing discomfort and a sensation of device displacement. Chest x-rays were performed and showed the device had rotated and inverted around its short axis without lead dislodgement. The patient denied manipulating the device but reported engaging in extensive physical activity. Device interrogation confirmed normal device function with undisturbed sensing vectors. A pocket revision surgery was performed, and a new device was implanted. The examination revealed a mixed etiology characterized by tissue disruption, one suture remaining intact, and the other suture displaying damage consistent with abrasion. No additional adverse patient effects were reported.